Manufacturer narrative:
D9: product received date 09-oct-2024. Section e, g2: additional information received and updated h3: one device was returned for repair with complaint that failed accuracy test 10.41%. This device has not been in for service in the review period. Visual/functional testing was performed. The reported problem was confirmed by functional test. The cause is the expulsor. Replaced the expulsor to correct the problem. The device passed all functional tests after repair.

Event description:
It was reported that the pump fails accuracy by 10.41%. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.